Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider thisreport complete to the best of our knowledge.

Event description:
It was reported that the customer had a blank display on insulin pump. The customer's blood glucose level was 225 mg/dl. The troubleshooting was performed. The patient was advised to replaced the battery cap. The troubleshooting was disconnected. No further informtation was reported.